Manufacturer narrative:
This report is submitted on december 21, 2022.

Event description:
Per the clinic, the patient experienced swelling and infection at the implant site. Subsequently, the patient was treated with injectible antibiotics for 1 week (specific date not reported). The patient also underwent aspiration in order to reduce the swelling; however, the issue could not be resolved. Additional information has been requested but it has not been made available as of the date of this report.